Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2011, the patient was implanted with two gore® tag® thoracic endoprostheses using a gore® introducer sheath with silicone pinch valve (ts2430/8381269) to treat a thoracic aortic aneurysm. While the ts2430 was being removed after the stent grafts were deployed, the left external iliac artery was injured. The vessel injury was repaired, and a femoral-femora artery bypass procedure was performed to restore blood flow to the left lower extremity. The procedure was concluded without further adverse events present. It was reported that the patient¿s access vessel was highly calcified.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.